Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, following a successful insertion of the electrode, it was discovered that the sheath had allegedly broken and become partially logded within the cochlea. Attempts to remove the sheath components were unsuccessful and remain insitu in order to prevent trauma to the cochlea. There is not report of patient injury associated with this event.